Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms in the last few weeks. The customer's blood glucose (bg) level was reported to be elevated; however the exact value was not provided. The customer took manual injections. As tandem technical support was not contacted at the time of the reported issue, troubleshooting to determine a possible cause of the occlusion was unable to be performed.